Event description:
The pt had a fever, redness, swelling, drainage, and incisional wound opening. An infection at the device pocket was confirmed. The pt did not have meningitis. The pt was given perioperative antibiotics and was treated with IV antibiotics. A partial device explant was performed. The pt outcome was reported as "ongoing". The medication being delivered via the device system was compounded baclofen. It was noted that prior to surgery, the pt had a debilitated status. Post-op wound or skin contamination was suspected; the pt had quadriplegia and was bed ridden. The pt also had a history of mrsa and was treated pre & post op with IV vancomycin.